Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 457 mg/dl. The infusion set was changed and a bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot as the infusion set had already been changed and insulin was observed exiting the tubing. The next day, a tandem clinical diabetes specialist contacted the customer and the customer's healthcare provider had given him another type of infusion set to use.